Event description:
Medtronic received information that 2 years post implant of this 21mm aortic bioprosthetic valve, the patient is experiencing increased gradients of 74mmhg across the valve and severe symptoms. It was noted that at the time of implant, the patient had a gradient of 16mmhg. It was mentioned that 3 months following implant, the patient was experiencing a peak gradient of 26mmhg and 8 months following implant, the patient was experiencing a peak gradient of 31mmhg. No intervention or adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.